Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to provide the medwatch related to this report.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: risk manager, rn, bsn. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal closure device did not snap together properly, so they had to hold pressure manually.